Manufacturer narrative:
As reported, the sealant protector covering the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was found to be detached. Also, after insertion into the unknown sheath and advancement, resistance was felt within the sheath, and the device was removed. The procedure was completed with manual compression. There was no reported patient injury. The user is mynx certified. The femoral artery's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was moderate vessel tortuosity and moderate presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with no syringe returned for this evaluation. Additionally, a catheter sheath introducer (csi) was returned inserted on the device; however, the french size could not be identified. The sealant was observed in the manufactured position, and the advancer tube was also found in the manufactured position. The sealant sleeves were found fully retracted, while the balloon did not present any abnormal condition. No additional anomalies were observed during this visual analysis. Per functional analysis, the deployment test was performed per the instructions for use (IFU), and no issues related to device functionality were observed. The sealant was successfully deployed, and the advancer tube advanced as expected after the shuttle was pushed distally from the handle to continue advancement of the advancer tube, resulting in sealant deployment. During the evaluation, the shuttle cartridge was observed to advance and retract to the black handle without any issues. As part of the product evaluation, the returned csi was inserted onto the device and subsequently removed, with no resistance perceived. In addition, a cordis laboratory sample 6f csi was used to perform the same insertion and removal evaluation, during which no resistance or friction was noted. An additional test was performed by holding the unit vertically from the handle with the shuttle engaged, and it was observed that gravity did not promote disengagement of the shuttle from the handle. No anomalies were observed during this functional evaluation. A visual inspection was conducted to verify the presence of the slit on the outer cartridge. The slit was confirmed to be present. The reported event of ¿component-component issue,¿ in relation to the complaint against the sealant sleeve, was not observed through analysis of the returned device since the sealant sleeve was not detached from the unit and was fully retracted as expected. Also, the reported event of ¿shuttle-shuttle advancement issue¿ was not observed through analysis of the returned device since there were no anomalies noted to the shuttle advancement mechanism during functional analysis. The exact cause of the issues experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the reported detachment of the sealant sleeve, as it was received still on the shuttle tubing and fully retracted against the fully retracted sheath. However, if the sealant sleeve was manipulated prior to sheath retraction, handling factors may have contributed to the condition reported. It is also not possible to determine the factors that may have contributed to the reported resistance during the shuttle-down step, as no anomalies were identified with the shuttle during device analysis. However, procedural/handling factors remain possible. Additionally, if the sealant sleeve was not in the proper position prior to shuttling down, advancement difficulty could have occurred. However, since the sealant sleeve was fully retracted on the returned device, this could not be assessed during analysis. According to the IFU, which is not intended as a mitigation, it warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ also, the IFU instructs, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggests that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant protector covering the sealant of a 6/7f mynxgrip vascular closure device (vcd) was found to be detached. Also, after insertion into the unknown sheath and advancement, resistance was felt within the sheath, and the device was removed. The procedure was completed with manual compression. There was no reported patient injury. The user is mynx certified. The femoral artery's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was moderate vessel tortuosity and moderate presence of pvd / calcium in the vicinity of the puncture site. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.